Manufacturer narrative:
Device was received and is being evaluated. Working with the rep to get information on use and cleaning from the account. Once investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that the tip came off in the knee of the patient. The tip was recovered from the patient.